Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility technical manager reported that a dialyzer blood leak occurred at the beginning of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. Approximately two minutes into the treatment it was noticed that blood was dripping onto the floor from the end of the dialyzer. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The actual dialyzer was reported to be returned with the delivery driver.

Manufacturer narrative:
Additional information: device evaluation: the complaint device was returned to the manufacturer for physical evaluation. The sample was subjected to an external leak test and no leaks were detected, possibly due to coagulated blood. During the disassembly of the dialyzer for further evaluation, it was visually noted that both header caps had been previously sonically welded; however, the non-cavity ID end header cap was able to be removed without the use of a tool (which would suggest sufficient torque was not achieved during the manufacturing process). Additionally, coagulated blood was present within the threads of the header cap on the non-cavity ID end indicating the possible location of the external leak. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.